Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence? Was there bleeding as result of removal of device? If so, please quantify amount of bleeding. Were any blood products given to patient? Was there any change to procedure or post-op patient care? How was device removed from vessel? How was ruptured vessel repaired? Did jaws of device or clip cause vessel to rupture? How was case completed? (B)(4).

Event description:
Please reference attached user facility medwatch.